Event description:
While doing a robotic assisted laparoscopic left nephrectomy, a 45mm laparoscopic stapler was introduced into the patient's abdomen. A physician's assistant was operating the stapler and closed it on the intended renal artery. When closing the stapler it did not staple. The physician's assistant opened the stapler; upon doing so uncontrollable bleeding was caused. The patient then had to have an abdominal laparotomy to control the source of the bleeding and have the left kidney removed. Significant blood loss noted and massive transfusion implemented. Patient stable and remained intubated to recover in intensive care unit. Devices were not retained by or staff, several stapler cartridges were opened during the case and they were unable to discern which one may have potentially malfunctioned.